Event description:
The patient reported, that the last refill was in 2007 and she had previously been getting regular 20 % increases in the medication dose, but it was not eliminating the pain. The patient was informed that her catheter was working properly. The patient also reported volume discrepancies at refills (no specific value reported). The patient also reported that she suffers severe allergic reactions to any kind of studies, but a study was still performed (no results were reported). As a result of the study the patient experienced a severe reaction from the solution that was used and was in the hospital overnight for treatment (no details provided). The patient was redirected back to her hcp for other questions regarding medication, dosing and increases. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.